Manufacturer narrative:
The doctor reported that the implant was removed due to mobility. No further patient complications were reported. Manufacturer's trend analysis show that implant failure is a low-rate adverse event, commonly associated with endosseous dental implants in clinical use.

Event description:
Dental implant failure.